Event description:
The customer reported that the insulin pump alarmed, then the screen went blank. Troubleshooting was performed, but the display remained blank. The customer also reported a crack on the case. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the interface board. Unable to test for the alarm due to the blank display.